Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 47 ml of fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 38 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 2.47ml/hr, normalized flow rate = 2.53 ml/hr, specification range = 2.25 - 2.75 ml/hr. The folfusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that a 2.5 ml/hr folfusor overinfused during infusion. The total fill volume of 115 ml was infused over the course of 24 hours rather than 46 hours. The concomitant medical products are 5-fu and normal saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review has been conducted which revealed product met all of the acceptance criteria for release. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.